Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported problem of broken cutter was confirmed. The bur likely fractured due to the application of excessive side load force during use. If additional information become available a supplemental report will be submitted. (B)(4).

Event description:
Report received form (B)(6) stating that the cutter was broken. The device was used in surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.